Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Visiting nurse is calling on behalf of the customer. Nurse states that the customer feels well and requires no medical attention due to his diabetes. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 5/15/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained lo and lo not fasting. Reviewed meter memory: (B)(6). Memory concerns: reading lo. Customers meter memory was not set with date and time correctly. Customer has had a medical change. Discharged from hospital (B)(6) 2016 due to copd, doctor added; hydrochlorothiazide, for patient no change in his insulin. Caller is seen twice a weekly by nurse for regular visits due to copd.